Event description:
It was reported that the right atrial (ra) lead dislodged causing loss of capture. The physician attempted to reposition the lead, without success, and the lead was explanted. A new lead was implanted without an issue. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.

Event description:
It was reported that the right atrial (ra) lead dislodged causing loss of capture. The physician attempted to reposition the lead, without success, and the lead was explanted. A new lead was implanted without an issue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.